Event description:
It was reported that shortly after connecting a patient to an ak 96 machine, a venous pressure was high was observed, and a slight clotting was considered. There was no alarm generated. The treatment was restarted with a new line and dialyzer. An external fluid leak was observed at the silicone connector inside the bottom of the blue quick connector. Extracorporeal blood was returned and the treatment was stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by the hospital engineer. Upon visual inspection a water leakage from the point of connection of the machine with the inlet dialyzer tube was observed. The reported condition was verified. The silicone connector was replaced, and no further issues were noted. The cause of the condition was associated to the broken silicon connector. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.